Event description:
The ge oec 9600 fluoroscopy system intermittently would reboot during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue, and adjusted the power supply I/o and reset the video connections. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.